Manufacturer narrative:
Received one used set of four arcticgel pads only. Per visual evaluation, the pads were reviewed and there was evidence that the pads had been used. Visual inspection found a good sealing between the clear film and the pad. The trim pattern was within specifications. The energy connector on the right back pad clamp was found to be free of damages on all four pads. The manifold connectors were free of damages and presented with a good connection. No manufacturing deficiencies were observed on the four returned pads. Per functional testing, the pads were submitted to a flow rate test using the arctic sun machine model 2000. The pads were connected to the arctic sun machine model 2000 for 10 minutes and water immediately started flowing to the pads without any problems: left chest pad: a total of 1.34 l/min m2 flow rate was registered during the test. The pad was noted as crushed. Left thigh pad: a total of 2.38l/min m2 flow rate was registered during the test. The pad was noted as crushed. Right chest pad: a total of 1.95 l/min m2 flow rate was registered during the test. The pad was noted as crushed. Right thigh pad: a total of 3.34 l/min m2 flow rate was registered during the test. The flow rate was found to be out of specifications on the right and left chest pads and the left thigh pad. These pads were noted as crushed. The other pad was found to be within specifications as the flow rate must be above 2.4 l/min m2. The complaint was confirmed as a manufacturing related issue. The lot number is unknown; therefore the device history record could not be reviewed. The instructions for use state the following: "6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a fullpad kit.¿ (B)(4).the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pads gave low flow and after two hours of being on the patient they were replaced by another set of pads to continue therapy.